Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor will not boot past splash screen) has been confirmed. Upon eval, the flash memory programming was found to be corrupt. The cause for the corrupt programming cannot be positively determined. No adverse event resulted from the corrupt programming. The pt received a replacement monitor.

Event description:
A (B)(6) female pt, contacted zoll customer support to report that her monitor would not boot up past the 'wearable defibrillator' screen. The pt was provided with a replacement monitor.